Event description:
New information received notes that the lead was explanted and replaced due to loss of capture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the left ventricular lead was explanted and replaced on (B)(6) 2014.